Event description:
Patient reported that he removed the infusion device on (B)(6) 2011 to take a shower, and when he tried to reactivate the infusion device, none of the buttons would work. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.